Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) called to report experienced discomfort od on (B)(6) 2019 while wearing the acuvue oasys brand contact lens. The pt removed the suspect lens and discarded the suspect lens. On (B)(6) 2019 the pt experienced pain, photophobia, tearing, yellow and green discharge, a ¿white spot¿ and redness. The pt could not open the eye due to the pain. The pt was out of town and went to an urgent care clinic on (B)(6) 2019 and was given IV pain medication and an ¿anesthetic¿ eye drop to help with eye pain. The pt was prescribed zypred 3-4 times and acular ls for pain and advised to seek care with an ophthalmologist. On (B)(6) 2019 the pt went to an eye care provider (ecp) at a hospital who diagnosed a paracentral corneal ulcer, bacterial. Pt had return visits on (B)(6) 2019. The pt read an ecp statement dated (B)(6) 2019 with summary of event: pt presented on (B)(6) 2019 with severe irritation on the od 48 hours after prolonged use of contact lens. Pt reported zypred eye drops were used 3-4 times. Microscopic examination shows hyperemia 4+/4, od paracentral temporal corneal ulcer with infiltrate taking part of the visual axis; corneal edema 2+/4; suspend use of contact lenses and zypred. Started zymar every 1 hour, acular ls every 6 hours and tylex (oral pain medication) and return in 24 hours. On (B)(6) 2019 ecp visit: improvement of the infiltrate; corneal ulcer remains open with persistent hyperemia; continue zymar every 2 hours and return to ecp in 72 hours. On (B)(6) 2019 ecp visit: there is noted improvement of pain and hyperemia, confirmed on biomicroscopy; continuation of the infiltrate and persistent open ulcer; 14 mmhg intraocular pressure; pt to continue zymar every 4 hours; started hyabak; return to ecp in 48 hours. On (B)(6) 2019 ecp visit: the ecp exam shows improvement of the infiltrate, persistence of the corneal lesion, beginning cicatrization; contue treatment zymar, hyabak, acular ls with evaluation with ophthalmologist as soon as the pt returns home. On (B)(6) 2019 ecp visit on return home: the ecp instructed to continue treatment as previously prescribed, zymar every 4 hours. Pt was also prescribed cacicol eye drops qd, the eye drop was used for 2 weeks. Pt reported the symptoms were better, but the ulcer remains open. On (B)(6) 2019 final ecp exam: the pt reported ¿corneal leucoma¿; ulcer closed with a paracentral scar. Pt still reports photophobia, tearing and discomfort. Pt was given a prescription for eye glasses. Pt was released from ecp care and advised the pt can return to contact lens wear, but no extended wear. Pt reported a 7-day replacement schedule, extended wear. Pt did not use a contact lens disinfectant as the lens was discarded upon removal. Pt reported nothing unusual with the suspect lens on removal. No additional medical information has been received. The suspect od contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00375z was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.